Manufacturer narrative:
(B)(4). Date sent: 2/24/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: on what date did the implant take place? What is the product code for this complaint? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? Will the device be returned for analysis?

Event description:
It was reported that the linx device was explanted on (B)(6) 2021. There are no details at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2021. Additional information was requested, and the following was obtained: no explant was scheduled at this time and that no explant had taken place recently. The device has not been explanted yet. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event, and is being considered not reportable.